Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to prime with her insulin pump; no drops would exit the tubing but she can hear the insulin pump beeping. The patient's blood glucose at the time of incident was 243 mg/dl. The device was stuck in the rewind complete/bolus delivery loop. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.